Event description:
It was reported in (B)(6) 2012, that the patient's device was "dead." Additional information received in (B)(6) 2012, stated that the patient's device was in overdischarge and could not be "brought out" due to patient non-compliance. It was noted that the device was replaced in (B)(6) 2012 without any issues at implant. It was also noted that the patient was reprogrammed in (B)(6) 2012 with "good results." The patient was receiving effective therapy.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient (B)(4).